Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account to determine the brake casters needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the brakes would not hold when set. The bed was located in room 205 at the account. There was no patient/user injury reported. (B)(4).